Event description:
Procedure type: lap gastric bypass. According to the reporter: the inner blue seal became dislodged and fell into the pt, the item was recovered and removed. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).